Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and capsular contracture grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV, pain and redness, cellulitis, axillary lymph node dissection, erythema, edema, infection, and mastodynia". Also reported "breast cancer" which is not related to the device. This record is for the left side. The device has been explanted. Treatment: implant removal, antibiotics.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cellulitis: unable to observe as it is not related to the manufacturing process. ¿ cancer-breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV, pain and redness, cellulitis, axillary lymph node dissection, erythema, edema, infection, and mastodynia". Also reported "breast cancer" which is not related to the device. This record is for the left side. The device has been explanted. Treatment: implant removal, antibiotics.